Event description:
An MRI facility reported that a vns patient potentially had a stroke. It was noted that the facility missed the window of opportunity for stroke evaluation at time of MRI. No other relevant information has been received to date.

Event description:
Further follow up with the physician's office confirmed that the patient did not have a stroke, but rather suffered a brain bleed from a fall. It was confirmed that this event was not related to the patient's vns. No other relevant information has been received to date.